Event description:
The pt with severe, medically refractory parkinson's disease, underwent implantation of a medtronic deep brain stimulating -dbs- lead into the right subthalamic nucleus -stn- in 2001. During mapping using microelectrode recording, the pt developed a mild left facial droop. Because there was no progression of the facial weakness and the stn motor territory was well-defined, the dbs lead was implanted without further complications; placement of the pulse generator into the chest was deferred due to the possibility that the pt had experienced a mild stroke. Post-operative imaging demonstrated excellent localization of the dbs lead and a small - approx 1 cc - hemorrhage within the lateral stn, extending into the genu of the internal capsule. The pt's facial weakness had improved, but was still present, at the time of discharge from the hosp 4 days later.